Manufacturer narrative:
The device history review showed no related component or mfg issues and one prior product complaint of similar nature. This complaint is still open pending evaluation at this time.

Event description:
Catheter leakage at exit site. Catheter had been in place approx. 14 days.